Manufacturer narrative:
The reported event is confirmed manufacturing related. CAPA 4855225 was initiated to address the reported event. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 119314 and manufacturing lot number ngjs3674. Visual inspection noted the balloon was partially inflated. The catheter balloon was inflated with 10 ml methylene blue solution using returned syringe and the catheter rested with no leaks noted. 90:10 asymmetrical balloon was present. Attempted to deflate balloon passively using returned syringe and only 2 ml could be withdrawn. Attempted to deflate balloon with in-house luer lock syringe and was unable to deflate liquid. Replaced returned inflation valve with an in-house valve and reattempted inflation and deflation with both syringes. Neither syringe could withdraw more than 0 to 1 ml of solution passively. Dissected balloon; observed inflation notch is not perforated all the way. There is a lip covering the perforation pin used: 0.025mm. Based on physical sample received the product does not meet specifications according to ip7601841 rev 11 which states "shaft must not be damaged or pinched." This specific complaint allegation was part of a broader investigation captured in CAPA 4855225. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Based on the results of the investigation no additional actions are required at this time. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the test the water in the foley catheter cuff did not drain and had difficulty.

Event description:
It was reported that during the test the water in the foley catheter cuff did not drain and had difficulty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.